Event description:
One touch surestep enhanced meter would only prompt the error 6 message. The patient indicated that they contacted a medical professional for advice; however, no other treatment was sought. The patient neither alleged harm nor experienced injury or medical intervenion. Patient's meter was replaced.